Event description:
It was reported that the right ventricular lead had significant t-wave oversensing (twos). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2010; 4193 implantable pacing lead (B)(6) 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.